Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, the patient experienced jejunitis and duodenitis. On (B)(6) 2021 during an endoscopy, the internal plate passed the pylorus and there was traction of the internal tube. A tube decubitus was observed along the intestine with bleeding and the tube was embedded in the mucosa. It was reported that the tubing was removed with great difficulty and the external tube was replaced and the internal one was left short to infuse into the stomach without damaging the peg (it was not placed in the duodenum until the area was recovered). A perforation was ruled out. On (B)(6) 2021, the patient was discharged from the hospital. The neurologist will assess to schedule another tubing replacement.